Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's parent that her blood glucose reached 19 mmol/l (342 mg/dl) so they gave her a manual injection of 2 units of insulin with an insulin pen. Upon inspection it was noticed that the cannula was out of the skin. They believe that the pod fell off due to their daughter scratching it off.